Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cassette defect. The cause of the peritonitis event was not confirmed, and the culture resulted in negative growth, therefor an etiology of the organism cannot be determined. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported being treated for peritonitis and stated the solution was cloudy. Additional information was obtained through follow-up with the clinic home program manager (pm). The pm stated the patient presented to the clinic on (B)(6) 2022 with unspecified symptoms. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was prescribed an antibiotic regimen with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The effluent culture resulted negative for growth. The white blood cell count was 499 (unknown units) with 95% polymorphonuclear cells. The patient continued with the antibiotic regimen but began to encounter drain complications. On (B)(6) 2022 the patient was admitted to the hospital due to a non-functioning pd catheter (not a fresenius product). During the hospitalization, the patient had the pd catheter fixed and the antibiotic regimen was completed. The patient was discharged to home on (B)(6) 2022 and continues to complete pd therapy utilizing the liberty select cycler without issue. No cause of the peritonitis was determined. The patient did not report any cassette leak or any other issue with any fresenius device, product, or drug that was related to the peritonitis event. No further information related to the peritonitis was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported being treated for peritonitis and stated the solution was cloudy. Additional information was obtained through follow-up with the clinic home program manager (pm). The pm stated the patient presented to the clinic on (B)(6) 2022 with unspecified symptoms. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was prescribed an antibiotic regimen with intraperitoneal (ip) vancomycin and ceftazidime (dose, frequency, and duration unknown). The effluent culture resulted negative for growth. The white blood cell count was (B)(4) (unknown units) with (B)(4) polymorphonuclear cells. The patient continued with the antibiotic regimen but began to encounter drain complications. On (B)(6) 2022 the patient was admitted to the hospital due to a non-functioning pd catheter (not a fresenius product). During the hospitalization, the patient had the pd catheter fixed and the antibiotic regimen was completed. The patient was discharged to home on (B)(6) 2022 and continues to complete pd therapy utilizing the liberty select cycler without issue. No cause of the peritonitis was determined. The patient did not report any cassette leak or any other issue with any fresenius device, product, or drug that was related to the peritonitis event. No further information related to the peritonitis was provided.